Event description:
On june 20, 2024, senseonics was made aware of an incident where the user reported receiving no senor detected alerts.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report updated to 17 september 2024. G3. Date received by the manufacturer? 17 september 2024. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.